Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a conflicting result with the determine hiv-1/2 ag/ab combo performed on (B)(6) 2025 with an unknown sample type. The customer indicated that the patient initially tested positive for hiv aby with the determine hiv test kit and an unknown sample. The patient was retested with the determine hiv test kit and an unknown sample, which resulted in a negative result. The customer stated the patient was taking fluoxetine, tretinoin, spironolactone, azelaic acid, and mirena. Confirmation testing was not performed. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Correction/additional information: b5 - the customer provided additional information that a conflicting result with the determine hiv 1/2 ag/ab combo test occurred on (B)(6) 2025 with a fingerstick sample. The patient tested positive on an initial test with the determine hiv test. The patient was subsequently tested, and the result was negative. No confirmation testing was performed. The patient was not on art, but was taking fluoxetine, tretinoin, spironolactone, azelaic acid, and mirena. Although requested, no additional information, including treatment and outcome, was provided. D8 - no to na. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0001008705 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot: 0001008705, device part number 10732998 / lot: 1011198. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0001008705 showed that the complaint rate is (B)(4) and (B)(4) respectively. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The customer reported a conflicting result with the determine hiv-1/2 ag/ab combo performed on (B)(6) 2025 with an unknown sample type. The customer indicated that the patient initially tested positive for hiv aby with the determine hiv test kit and an unknown sample. The patient was retested with the determine hiv test kit and an unknown sample, which resulted in a negative result. The customer stated the patient was taking fluoxetine, tretinoin, spironolactone, azelaic acid, and mirena. Confirmation testing was not performed. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Correction: a1 - patient identifier. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0001008705 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot: 0001008705, device part number 10732998 / lot: 1011198. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0001008705 showed that the complaint rate is (B)(4) and (B)(4) respectively. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The customer reported a conflicting result with the determine hiv-1/2 ag/ab combo performed on (B)(6) 2025 with an unknown sample type. The customer indicated that the patient initially tested positive for hiv aby with the determine hiv test kit and an unknown sample. The patient was retested with the determine hiv test kit and an unknown sample, which resulted in a negative result. The customer stated the patient was taking fluoxetine, tretinoin, spironolactone, azelaic acid, and mirena. Confirmation testing was not performed. Although requested, no additional patient information, including treatment and outcome, was provided.